Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet response was observed. Boston scientific technical services (ts) recommended device replacement. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and external visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated and no magnet response was observed. Boston scientific technical services (ts) recommended device replacement. This ICD was explanted. No additional adverse patient effects were reported.